Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user manages to finish the procedure with the current position and angle as the device can still emit x-rays. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable and restarts did not work. Upon troubleshooting, fse found the xper module power cable was dragged out and broken, which led to a short circuit. Fse replaced the fuse to solve the cable short-circuit problem. After the replacement of the fuse, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm movements were partially unavailable. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.